Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in with a bravo capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary. No medical intervention was required. An endoscopy was performed prior to the procedure and the esophagus appeared normal. There was nothing unusual about the patient or the procedure itself which led to the event. The user has been performing bravo for several years and was trained by a medtronic account manager. The user is not sure what caused the failure to attach.

Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID matched the information provided by the initial reporter. The capsule was not returned for investigation. The delivery system was not bent, the plunger was not broken and the emergency procedure was not implemented. Per the condition in which the device was received, the delivery system seemed to have functioned per specification. A review of the device history record indicates that the product was released meeting finished product specification. As the product was received, it was without damage and a cause of the alleged failure could not be determined. If information is provided in the future, a supplemental report will be issued.